Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The patient experienced less than 50% therapy relief and increased pain. An x-ray was performed. A flipped pump was reported and confirmed. The doctor was unable to aspirate the catheter after manually flipping the pump back on 2015 (B)(6). It was suspected that the pump was poorly anchored at the initial implant. The doctor performed a pocket revision, and the catheter pump segment was found to be twisted and causing blockage. Segments were reportedly left in the intrathecal space, and no additional actions or interventions were taken as a result of the catheter issue. The patient was reportedly doing well. The pump contained morphine, and the dose was reportedly ¿sub-therapeutic¿.